Manufacturer narrative:
This report is for an unknown (lcp) synthes plate/screws construct/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of the following journal article: füchtmeier, b., doblinger, m., and müller, f. (2020), internal fixation and revision arthroplasty for interprosthetic femoral fractures: a case series of fifty patients, international orthopaedics, vol. 44 (xx), pages 1391¿1399 (germany). The aim of this retrospective single-center analysis is to present an algorithm based on a larger cohort than previously reported. Between january 2007 to december 2018, a total of 50 patients (10 male and 40 female) with a mean age of 78.5 years (range, 50¿92) were included in the study. A total of 30 internal fixations were performed with different locking plates (less invasive stabilization system (liss) (n=18), locking compression plate (lcp) (n=6), and competitor device (n=6). Revision arthroplasty was performed for 18 patients using a competitor device. One patient underwent above-knee amputation because revision arthroplasty was not possible due to morbidity and severe joint contractures. Clinical and radiological follow-ups were performed separately from this study at six weeks, 12 weeks, and up to six months post-operatively. The mean follow-up time of the total sample was 5.7 years (range, 1.0¿12.6) after the operation. The following complications were reported as follows: 27 patients (54%) had died. The one year mortality rate for the sample was 14%, and fracture patterns and treatment revealed no effects on mortality. 4 out of 30 patients who had internal fixation were required for revision due to plate loosening (n=2), plate breakage (n=1), and deep infection (n=1). This is report 2 of 5 for (B)(4). This report is for an unknown locking compression plate (lcp) synthes plate/screws construct.